Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that when tightening the spine clamp, the screws caused the interior to be dislodged. There was no delay and no impact on the patient's outcome. Additional information was received. It was reported that the product opens and closes a wing-shaped object that is pinched when the screw is tightened. The parts that are to be opened and closed have become dislodged, so they cannot be opened and closed. This might have happened because the screw was turned excessively during tightening or releasing.

Manufacturer narrative:
Product analysis #(B)(4).:(B)(6) 2023 14:30:06 cdt webmremotews sfdcmnav product analysis task update.tested by date: (B)(6) 2023 findings and conclusions: the retainer ring has been pulled from the tip of the adjustment screw and is missing. As a result, the screw can close the clamp but not open it. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.